Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he just got his new insulin pump and his blood glucose was 575 mg/dl right now. Customer stated that he put 10 units of insulin 10 minutes ago to treat his high blood glucose. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer's current blood glucose is 562 mg/dl. Customer had dryness of mouth as symptom of high blood glucose. Customer treated with the pump. Customer had no air bubbles in the tubing. Customer reported that the insulin exited at the quick release. Customer found no leaks. Customer stated that the cannula was straight not bent. Customer performed the high pressure test and the pump passed. Customer was advised to do a complete set change and follow-up with his doctor.